Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was initially reported on (B)(6) 2018, a patient experienced limb thrombosis post-implant. As a result of this event, the patient's iliac limb of the aaa stent thrombosed. The patient required fem-fem crossover bypass. The identity of the product was not provided. William cook europe sought the product details to determine the device type and manufacturer. On (B)(6) 2018, during a review of imaging provided by the customer, it was determined the complaint device is a zsle graft device manufactured by cook inc.

Event description:
It was determined during the investigation that this event was previously reported under MDR number 1820334-2018-03413. This was confirmed by the sales representative on 23april2019.